Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit had blood inside. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the log files indicated that on (B)(6) 2022 at 13:55 there was blood detected and reported by the system. The fse then checked the unit and found that the blood had reached and stopped at the purge assembly. In order to fix the issue, the fse replaced the purge valve, purge tubing, crm and safety disk. The unit passed all functional and safety checks performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a